Event description:
It was reported that bd epicenter¿ single user software always indicates that there is an instrument interface error. The following information was provided by the initial reporter: 2 bactec aerobic bottles were taken from 1 patient. They had both been given the same sample number. This has now been resolved, but the epicenter always indicates that there is an instrument interface error. The bactec keeps losing connection with epicenter (re-sync).

Manufacturer narrative:
H.6 investigation summary: bd quality has reviewed the complaint, service activities, and adverse event question. The results of this evaluation have not identified any new hazards, new risks, or specific trends. DHR review is not required as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.